Manufacturer narrative:
Block b3: approximated based on the service date on the preauthorization fax. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6) batch/lot number: 20735163. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 20587915. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-35. Serial number: (B)(6) batch/lot number: 19660527. Model/catalog description: lead extension kit 35cm unique identifier (UDI) #:(B)(4). Model number/catalog number: sc-3138-35. Serial number: (B)(6) batch/lot number: 2000017983. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced heat sensations in the arms and pain. The heat sensations had previously been managed with spinal cord stimulator (scs) therapy. The physician reported that the implanted scs leads were causing severe spinal stenosis at the c3-c4 level. All device components were explanted.